Event description:
Material # 386815 batch # 3267040. It was reported by customer that they started an IV with 24 g needle, and when they went to retract the needle into the safety sheath, it was stuck and would not retract. Rcc received a complaint via email. Ahs mdip reference number (ID): (B)(4) date of incident (yyyy-mm-dd): (B)(6)2024 site name/location: xxxxxx level of harm: no apparent harm ¿ close call ahs optional report to cmdsnet (health canada): yes incident details: I started an IV with 24 g needle, and when I went to retract the needle into the safety sheath, it was stuck and would not retract. I did manage to get it out with forceful wiggling and pulling, but the needle was exposed. Impact of incident: the IV was still okay, so no harm to the patient other than a little discomfort from wiggling the needle. Who was affected? Patient device information device name/description: catheter IV safety winged with multiguard 24gax0.75in cathena manufacturer: becton dickinson canada inc manufacturer code/model: 386815 serial or lot number: (B)(6) device expiry date (yyyy-mm-dd): unknown supplier: xxxxx supplier catalogue number: 333-386815 was the device retained? No.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. As current control, there are outgoing functional test and in-process functional test to check and detect safety activation failure. As no photo and sample is returned for evaluation, root cause could not be established.

Event description:
It was reported that bd cathena 24gx0.75in winged bc safety mechanism will not activate. It was reported by customer that they started an IV with 24 g needle, and when they went to retract the needle into the safety sheath, it was stuck and would not retract. Verbatim: rcc received a complaint via email. Email(s) attached. Ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6) 2024. Site name/location: xxxxxx. Level of harm: no apparent harm ¿ close call. Ahs optional report to cmdsnet (health canada): yes. Incident details: I started an IV with 24 g needle, and when I went to retract the needle into the safety sheath, it was stuck and would not retract. I did manage to get it out with forceful wiggling and pulling, but the needle was exposed. Impact of incident: the IV was still okay, so no harm to the patient other than a little discomfort from wiggling the needle. Who was affected? Patient. Device information: device name/description: catheter IV safety winged with multiguard 24gax0.75in cathena. Manufacturer: becton dickinson canada inc. Manufacturer code/model: 386815. Serial or lot number: (B)(6). Device expiry date (yyyy-mm-dd): unknown. Supplier: xxxxx. Supplier catalogue number: 333-386815. Was the device retained? No.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.